Manufacturer narrative:
Right and left foot end siderails timing links.

Event description:
It was reported by service report that the right and left foot end siderails was stuck in the low position. No pt involvement or adverse consequences reported.